Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is non-union of the implants in the si joint. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: left: ifuse implant, p/n 7040m-90, lot# 2637951, mfd. 05/14/2018, exp. 2023-05-14, gtin (B)(4). Right: ifuse implant, p/n 7040m-90, lot# 2637951, mfd. 05/14/2018, exp. 2023-05-14, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis during a long spinal fusion in (B)(6) 2018 where one implant was installed on each side. The surgeon later determined non-union of the implants in the si joint. In (B)(6) 2020, the surgeon removed both initial implants using chisels. He then installed three new implants of the same type laterally on each side. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Previous revision: in (B)(6) 2020, the surgeon performed a revision procedure where he removed the two initial bilateral si joint implants and replaced them with three implants of the same type in each side due to possible non-union of the si joints. Updated: patient reported to the same surgeon with a recurrence of si joint pain. The surgeon removed one implant on each side and replaced them with larger implants of the same type. Two additional implants were then added to each side to help fixate the joint. The status of the patient following the revision procedure is not known. Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is non-union of the si joint. Part number, lot number, manufacturing date, expiration date and UDI/gtin number if applicable l 1st (superior): ifuse-3d implant, p/n 7045m-90, lot# 2717671, mfd. 12/17/24, exp. 2024-12-17, gtin (B)(4). L 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2717661, mfd. 12/17/19, exp. 2024-12-17, gtin (B)(4). L 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2722671, mfd. 01/28/20, exp. 2025-01-28, gtin (B)(4). R 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2694301, mfd. 10/03/19, exp. 2024-10-03, gtin (B)(4). R 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2717661, mfd. 12/17/19, exp. 2024-12-17, gtin (B)(4). R 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2722671, mfd. 01/28/20, exp. 2025-01-28, gtin (B)(4).

Event description:
Previous revision: in (B)(6) 2020, the surgeon performed a revision procedure where he removed the two initial bilateral si joint implants and replaced them with three implants of the same type in each side due to possible non-union of the si joints. Updated: patient reported to the same surgeon with a recurrence of si joint pain. The surgeon removed one implant on each side and replaced them with larger implants of the same type. Two additional implants were then added to each side to help fixate the joint. The status of the patient following the revision procedure is not known.